Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient believes  their right lead may have moved because he was feeling painful stimulation down his leg and had to decrease stimulation to 1.0. The patient also mentioned their symptoms became worse. Support link assisted the patient with changing to the left side and the patient increased his stimulation to 1.8 which was felt comfortably.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other applicable components are: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.